Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Health effect - clinical code: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a history of right total hip, summit stem, 40 -2 head and 40 metal on metal liner with 60 pinnacle sector cup. Only the summit stem was retained. Cup, liner, head, bone screw were explanted. A biomet cup was put in with biomet liner. 40 +8.5 ceramic ts head was placed on summit stem. Explanation for revision was not provided to the representative. It was not noted at the time of surgery that there was a deficient product. It was noted by the surgeon it is a metal on metal liner. Doi: unknown - dor: (B)(6) 2021 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2021. The patient was revised due to failed total hip secondary to pain and metallosis. Surgical reported patient had right hip pain and a vertical acetabular component of 65 inclination angle.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6: metal related pathology (e1618) is being utilized to capture blood heavy metal increased & metal poisoning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the x-ray evidence found nothing indicative of a device nonconformance or a relation between the product and the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
After a review of the medical records and clinical findings on (B)(6) 2018, the patient complained of right leg cellulitis and reported pain similar to periprosthetic neuralgia. And on (B)(6) 2021 the patient complained of cellulitis of the right leg, fever, and bacterial skin infection of the leg. On (B)(6) 2021 MRI findings a small joint effusion is present. There is a small baker cyst and extensive bone infarcts in the distal femur and proximal tibia. Subchondral cystlike areas in the distal anterior central femur are consistent with chronic repetitive trauma. On (B)(6) 2021 MRI reported 2 large complicated bursal fluid collections with one located in the region on the left iliopsoas almost 14 cm in its cranio caudad extent and the other located in the left peritrochanteric subgluteus maximus region measuring slightly greater than 13 com deep to the left iliotibial band.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.